Event description:
Healthcare professional (hcp) reports two incidents of blood leak with the psn 210 dialyzer. Incidents occurred in 2001. Both of the incidents occurred at the start of the pts' treatments. Hcp stated that with the first incident, a blood leak warning alarm occurred before the actual blood leak. Blood was able to be returned to the pt, with no blood loss. The second incident was noted with an actual blood leak alarm. Blood was not able to be returned to this pt, with an estimated blood loss of 150-200cc. Hcp stated that both blood leaks were verified with positive hemastix and were visually seen in dialysate. Treatments were resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.